Event description:
It was reported by service report that the plastic cover was broken on the foot end of the bed and there were sharp edges exposed. No patient involvement or adverse consequences are reported.